Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous right renal artery. An express sd stent was implanted. The 8.0 x 20/135 (4f) sterling mr balloon was used for postdilatation, was inflated with a non bsc inflation device to 10 atms, and ruptured on the 1st inflation. The balloon was removed intact. The stent was considered to be well apposed. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was initially reported that an express sd stent was implanted; however, the correct device should have been an express ld 8.0 x 27mm was implanted by direct stenting.

Manufacturer narrative:
(B)(4)